Event description:
It was reported that a continu-flo solution set was unable to be primed, with absolutely no flow observed. The reporter stated that it was unknown whether the check valve was inverted and tapped but the attached bag was squeezed to try to initiate flow. This occurred during priming and before patient connection. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Approximate date of event is sometime in (B)(6), 2014. (B)(6). The device was returned for evaluation. Visual inspection did not identify any issues. The device was spiked into an in-house solution bag filled with water and primed per the label copy. The sample primed and flowed normally. The reported problem was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.